Manufacturer narrative:
Block b3: exact date unknown, patient reported feeling lack of coverage since (B)(6) 2025. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7103961, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient was not experiencing pain relief. An x-ray confirmed lead migration, and the patient subsequently underwent a lead replacement procedure. Postoperatively, the patient is recovering as expected. The explanted devices will not be returned for analysis, as they were discarded by the medical facility.